Event description:
During preventative maintenance of the device, the user reported, the occluder end cap would not remain latched. The user reported using tape to keep the latch closed. After investigation by the field service rep, it was found that the buna rubber drag insert was missing from the end cap. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.